Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 44 mg/dl and food was consumed to address the low bg level. The customer's bg then was over 300 mg/dl. As the customer did not want the bg to go low, the customer did not attempt to treat the high bg and went outside to work. The customer indicated that a mistake in calculation the bolus size was the cause of the fluctuation in the bg level. Tandem technical support advised the customer to discuss the fluctuating bgs with a healthcare provider. The customer acknowledged.